Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, this was a mechanical thrombectomy. During the process of retracting the emboguard 87, 95 cm balloon guide catheter (bg8795u, 9375171) and after removing the thrombus, the balloon guide catheter was impeded in aortic arch. The physician increased the force to retract the balloon guide catheter. When the balloon guide catheter was retracted to the short sheath (other brand), the balloon catheter was impeded in the short sheath again. The physician removed the balloon catheter and short sheath from the patient, and found the distal end of balloon guide catheter was kinked/bent and fractured (not in two separate pieces). The physician completed the surgery. There was no patient injury reported. Prior to the surgery, the device package and device were inspected and found in good condition. Additional event information received on 18-dec-2024 indicated that there was no evidence of air entering the patient. No additional information is available. Review of the provided photograph showed evidence of a fractured emboguard device. It was not possible from the provided picture to verify the position of the fracture along the shaft of the device. It can therefore could not be confirmed if the fracture occurred at a bonded section of the shaft. It is not clear from the photo if the device shaft stretched before fracture. The complaint event stated that the device was fractured when removed after the procedure, from the provided photo the emboguard can be seen to be separated near the tip of the device. Therefore, the complaint event is confirmed. There was no evidence of further damage or defects present on the bgc in the provided photograph. The device was discarded; therefore, no further investigation can be performed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. While the complaint event can be confirmed, the root cause cannot be determined from the provided photographs and information. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The complaint was submitted with a photograph of the device, which is pending further analysis. Section d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Section e1. Initial reporter phone: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, this was a mechanical thrombectomy. During the process of retracting the emboguard 87, 95 cm balloon guide catheter (bg8795u, 9375171) and after removing the thrombus, the balloon guide catheter was impeded in aortic arch. The physician increased the force to retract the balloon guide catheter. When the balloon guide catheter was retracted to the short sheath (other brand), the balloon catheter was impeded in the short sheath again. The physician removed the balloon catheter and short sheath from the patient, and found the distal end of balloon guide catheter was kinked/bent and fractured (not in two separate pieces). The physician completed the surgery. There was no patient injury reported. Prior to the surgery, the device package and device were inspected and found in good condition. Additional event information received on 18-dec-2024 indicated that there was no evidence of air entering the patient. No additional information is available.